Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) and stated that this pacemaker dependent patient was in complete heart block and complained of dizzy spells with palpitations. Upon interrogation, it was noted that the right ventricular (rv) lead impedance measurements were within normal limits, however the threshold measurement had increased from 2.0 volts to 4.0 volts. Additional information was received from the field representative that loss of rv capture with pacing inhibition and an unknown duration of asystole were also observed. The lead was testing in both unipolar and bipolar settings with no changes in pacing or impedance measurements. The output was increased and the patient was asked to follow up with the clinic in one month. No additional adverse patient effects were reported.